Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure years ago, the patient had an issue related to cautery settings on the generator. It is unknown what type of issue occurred due to the device, and may have involved a burn. The customer has indicated that no further information is available.